Event description:
Initial result for the total hemoglobin portion of a hba1c determination was >35 g/dl. When repeated, the result was 20.5 g/dl. The incorrect result was not reported. The field service rep found the workstation accuracy was out of specification and repaired the instrument by replacing the rotor belt and aligning the rotor.